Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No abnormal noise was listened during analysis. No conclusion could be reached as to what may have caused the reported incidents. The batch met all final acceptance criteria. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No abnormal noise was listened during analysis. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91j6g, expiration date: 05/2016, manufacturing date: 06/2011.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device was fired, made a funny noise and a clips did not advance. The surgeon fired the device a second time and two clips came out at once. It is unknown if any clips fell into the patient. The second device locked up and once opened the clip was malformed with the legs crossed. The surgeon fired the device again and the clip did not form at all and the third clip was in the shape of "j." A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st firing for 1st device and 1st, 2nd, and 3rd for the second device. What vessel or structure was the device fired on at the time of the event? Cystic duct for both devices. Was the clip fully advanced into the jaws prior to firing? No. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Yes funny noise. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.